Manufacturer narrative:
(B)(4). Date sent: 08/17/2025. D4: batch #a97x0a. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60w reload present. The reload was received sterile. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters echelon 3000 is important to ensure functionality. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number a97x0a, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/31/2025. B3: only event year known: 2025. D4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60c, with lot/batch #a97y2d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon was using an ech60c stapler on the stomach, and the third row of staples did not properly form, the ends were sticking straight out of the tissue. There was no patient consequence nor surgical delay reported. No additional information provided.